Manufacturer narrative:
Inspected one opened or used sensor and performed continuity resistance test, sensor passed per specification. Then performed a bicarbonate buffer test, and sensor passed per specifications with accurate readings. See attached file for details. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 98mg/dl and the sensor glucose was 40 mg/dl. Insulin delivery was suspend due to sensor values. Customer also received calibration not accepted and change sensor alert. No harm requiring medical intervention was reported. The sensor will be returned for analysis.